Manufacturer narrative:
The device has not been returned for evaluation; therefore, the investigation is inconclusive for deflation issue as no objective evidence has been provided to confirm any alleged deficiency with the device. Based upon the available information, the definitive root cause is unknown. The device is labeled for single use.

Event description:
This report summarizes one malfunction. A review of the reported information indicated that an (B)(4) feeding device allegedly experienced a deflation problem. This information was received from one source. The inflation problem involved one patient with no patient consequence. The patient was (B)(6), and weight was not provided. The reported patient was female.